Event description:
Our firm was contacted by an optometrist (ecp) who said one of her pt's reported having multiple eye "infections" during the past year since the last eye exam. The pt had allegedly been treated by a general practitioner on two occasions and an ophthalmologist on at least one occasion. The pt did not provide the names of the treating physicians. The ecp said this pt had a history of contact lens overwear. The pt asked for a contact lens exam at no cost and when that was denied, the pt filed a complaint with the ecp's state board of optometry. On three occasions we requested the pt's contact information to investigate the adverse event report and the optometrist would not provide that information. On 8/10/2007, the ecp reported that she had no information regarding the reported "infection" and the state board complaint was resolved in her favor. Due to the circumstances, the ecp said "I want to put this behind me" and again would not provide pt contact information. This is being reported as an MDR due to worse case possibility of a serious injury. We expect no additional information regarding this event.

Manufacturer narrative:
No conclusion can be drawn.